Event description:
A talent aortic cuff was implanted for repair of a migrated aneurx stent graft (MDR #3953200-2003-01078). It was reported that the pt returned 20 months later for treatment of a persistent type I endoleak distal to the talent aortic cuff. The physician elected to treat the pt with placement of another MFR's stent. It was reported that 24 months later, the pt returned for separation of the talent cuff and the aneurx stent graft. The physician elected to place an aortic cuff at the level of the aneurx stent graft and a second cuff proximally right below the renal arteries. One month following the intervention the type I endoleak has decreased. The pt returned 10 months later and the aneurysm size has not increased. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Conclusion: (conical, angulated aortic neck, aortic neck dilatation). Pt code, other - secondary intervention required.